Event description:
Information received indicates the technician found the ground resistance on the bed has a high reading.

Event description:
Per the clinic, the patient was explanted due to chronic pain.the device was explanted (B) (6), 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B) (4).